Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge disc retainer was confirmed to be broken. Therefore, the root cause of the purge disc/flag issues was due to a broken retainer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller's (aic) purge disc retainer was broken. This was identified during preventative maintenance. No patient involvement.